Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the tubing is found to have holes with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: (1 of 2 complaints.) It was reported that the catheters have had holes in the tubing. Additional information received 2019-12-09 from customer: what was the date the incidents occurred? You mentioned you encountered four catheters so far. While 4 verbal reports were stated, only one official report was entered. The incident was on or about (B)(6) 2019. It was noted that this occurred with four catheters. Did this occur with four separate patients, or were all four used on the same patient? Yes there were four different incidents with four different patients. It was mentioned a patient was involved? If available can you please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) I am not able to provide due to hippa compliancy. Can you please provide the batch/lot number of products in use at the time of the issue? You mentioned two lot numbers. Lot 9249637 & 9241111. Was the course of treatment changed as a result? No. Was any medical intervention or other actions taken as a result? Other than monitor for negative outcomes no patient harm occurred other than the patient had to endure a second IV start.

Event description:
It was reported that during use the tubing is found to have holes with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the catheters have had holes in the tubing. Additional information received 2019-12-09 from customer: ¿what was the date the incidents occurred? You mentioned you encountered four catheters so far. While 4 verbal reports were stated, only one official report was entered. The incident was on or about (B)(6) 2019. ¿it was noted that this occurred with four catheters. Did this occur with four separate patients, or were all four used on the same patient? Yes there were four different incidents with four different patients. ¿it was mentioned a patient was involved? If available can you please provide patient identifiers (i.e. Gender, weight, ethnicity, etc.) I am not able to provide due to hippa compliancy ¿can you please provide the batch/lot number of products in use at the time of the issue? You mentioned two lot numbers. Lot 9249637 & 9241111 ¿was the course of treatment changed as a result? No ¿was any medical intervention or other actions taken as a result? Other than monitor for negative outcomes no patient harm occurred other than the patient had to endure a second IV start.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs for evaluation. Bd received three photographs which displayed the labeling information and a picture of the tubing attached to patient¿s arm. The visual inspection of the photograph confirmed the reported issue of the tubing showing damage. Damage to the tubing can occur during manufacturing and or user environment. This damage can occur from the push clamp, misaligned grippers, damaged pallet, and from contact with sharp objects during use. Without the actual sample, bd is unable to determine a root cause. The DHR for lot number 9241111 has been reviewed: one related quality notification was found qn #200836885 the DHR for lot number 9249637 has been reviewed: one related quality notification was found (B)(4).